Manufacturer narrative:
(Exemption number e2015033). (B)(4). Based on received information the position of the implant body on patient's head has changed. However, the reported information about the point in time and reason why position has changed is conflicting. The shift of the implant position may have occurred during the concerned MRI examination or as per surgeon may have been lifted up due to bone growth. According to the implant registration card the implant was immobilized by tissue only. Reportedly a sufficiently tight headband was wrapped around implant prior to the MRI procedure, but it is also stated that two fingers have been but under bandage to avoid headband being too tight. The device remains implanted and in use, although a re-implantation is considered, primarily because parents consider synchrony implant more appropriate. If the recommendations as stated in "MRI safety information" (aw102439_1.0) are followed there is no risk posed to the patient during MRI examination.

Event description:
Patient reported feeling pain when placed into the MRI scanner on (B)(6) 2015. The scan was stopped and the patient was removed from the scanner. The patient had undergone MRI examinations multiple times in the past without incident. Reportedly, the patient was placed head first when the pain was observed. The MRI technician checked the patient and rewrapped her head a little looser. The scan could be conducted introducing the patient feet first, and the patient said everything was fine. The technician reported she believed the wrapping was too tight. No further symptoms were observed. The patient required another MRI on (B)(6) 2016. Upon entering the 1.5t scanner the patient felt pain and the scan was immediately discontinued. Pain subsided after 10-15 minutes. The radiologist confirmed that the MRI scanning instructions were followed. According to the surgeon the implant remains in its normal position, however noticed that the anterior edge of the implant on the inferior corner appears to be pushed out a bit away from the skull and that this would be consistent with bone growth. Patient's performance with the device and in situ device testing results were not affected. Patient's father reported that external coil magnet retention is fine for day to day activities, but during gymnastics it comes off. A tugging sensation, which is not uncomfortable, is observed when performing gymnastic manoeuvres.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported feeling pain when placed into the MRI scanner on (B)(6) 2015. The scan was stopped and the patient was removed from the scanner. The patient had undergone MRI examinations multiple times in the past without incident. Reportedly, the patient was placed head first when the pain was observed. The MRI technician checked the patient and rewrapped her head a little looser. The scan could be conducted introducing the patient feet first, and the patient said everything was fine. The technician reported she believed the wrapping was too tight. No further symptoms were observed. The patient required another MRI on (B)(6) 2016. Upon entering the 1.5t scanner the patient felt pain and the scan was immediately discontinued. Pain subsided after 10-15 minutes. The radiologist confirmed that the MRI scanning instructions were followed. According to the surgeon the implant remains in its normal position, however noticed that the anterior edge of the implant on the inferior corner appears to be pushed out a bit away from the skull and that this would be consistent with bone growth. Patient's performance with the device and in situ device testing results were not affected. Patient's father reported that external coil magnet retention is fine for day to day activities, but during gymnastics it comes off. A tugging sensation, which is not uncomfortable, is observed when performing gymnastic manoeuvres. Device explantation, prior to another MRI scan, is being considered.